Manufacturer narrative:
The top portion of the abutment, with the crown attached was returned for evaluation. The top portion of the abutment was completely encased in the crown. The detached bottom portion of the abutment, which contains the internal lobes, was not returned. The area of breakage was found to be ragged and uneven. The abutment fractured approximately .87mm from the crown. Events of this nature are usually caused by the prepping of the abutment prior to attaching it to the implant. Modification can lead to abutment fracture. Due to the inherent nature of materials used for ceramic abutments, failure of this nature are not unexpected. The root cause of this event is likely attributed to user technique and/or operational context. This product is supplied by keystone dental as a non-sterile device. Attempts were made to obtain additional information. A follow-up medwatch form will be submitted if additional information is received at a later date. (B)(4).

Event description:
The complainant reported that a patient had an implant and abutment placed on (B)(6) 2009 (fdi dental site unknown). The patient had informed the clinician that the implant felt loose just prior to the abutment, fracturing on (B)(6) 2010. The complainant reported that the implant remained viable, and that there were no adverse effects to the patient as a result of the reported abutment fracture.